Event description:
It was reported that this device exhibited a decrease in estimated battery longevity of three and a half years over the course of less than one year. Data analysis confirmed the cause was due to increased power consumption and recommended device replacement. This patient was noted to have experienced anxiety due to the decrease battery longevity. Additional information was received confirming this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information is available at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No further information is available at this time. If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this device exhibited a decrease in estimated battery longevity of three and a half years over the course of less than one year. Data analysis confirmed the cause was due to increased power consumption and recommended device replacement. This patient was noted to have experienced anxiety due to the decrease battery longevity. Additional information was received confirming this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device exhibited a decrease in estimated battery longevity of three and a half years over the course of less than one year. Data analysis confirmed the cause was due to increased power consumption and recommended device replacement. This patient was noted to have experienced anxiety due to the decrease battery longevity. No additional adverse patient effects were reported.